Manufacturer narrative:
The reported event of pacemaker in backup mode was confirmed. Interrogation revealed that the device at end of life (eol) when received. Review of the alerts confirm backup mode during the explant procedure consistent with exposure to electrocautery. The device was programmed to nominal settings after replacing the battery. Electrical analysis found no anomalies and a longevity assessment performed found the battery depletion was normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the explant procedure, the device entered into backup vvi mode. The battery was low but did not warn of backup mode due to end of life (eol). The patient was pacemaker dependent and momentarily did not have device support. This was resolved by placing the device back in the pocket. The device was explanted and replaced. The patient was asymptomatic and stable post procedure.

Manufacturer narrative:
Corrected/additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.